Event description:
It was reported that a customer believed she needed to change supplies due to an "urgent low" message while the continuous glucose monitor displayed 89 mg/dl, later rising to 95 mg/dl after a recent meal announcement and intake. Symptoms included concern for hypoglycemia and potential low blood glucose. Outcomes included self-management with oral fast-acting carbohydrate available, continued monitoring, and no hospitalization. Investigation included guided troubleshooting: disconnecting from the infusion site, rewinding the ilet, filling approximately 140 units of tubing until drops were observed at the cannula tip, resuming insulin delivery, and reconnecting to the site. Investigation of this case revealed that insulin delivery was restored after cartridge removal and re-priming of the infusion set, with no additional device malfunction reported and the customer satisfied post-intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.